Event description:
A surgeon reported that a pt had an intraocular lens (iol) exchanged for same model, different power lens. In a f/u, the surgeon reported that it was unk if the iol caused or contributed to the event. He stated the lens was effective for cylinder correction, but the pt had more myopia that expected. The event continues as the pt is still healing from the exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 10/18/2011 by fax and mail. A completed questionnaire was received on 10/26/2011. (B)(4).